Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed due to a bad charged coupled device (ccd). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a therapeutic botox to bladder procedure, the image with the camera head went staticky and then black. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the image not displayed was due to charge-coupled device failure and this caused that the procedure was prolonged for 15 minutes. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.